Event description:
It was reported that a physician attempted arteriotomy closure of a mildly calcified and moderately scarred common femoral artery after an interventional stenting procedure in the left anterior descending coronary artery. Reportedly, after removing the plunger, no sutures were present. The proglide was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the plunger, anterior needle tip, cuff and a portion of the link were not returned. Evaluation of the returned device components found the device was partially deployed with blood present and the link had broken from the distal end of the anterior cuff. A link break will result in a failure to retrieve the suture during plunger removal; this finding is consistent with no suture being present when the plunger is removed. However, the breakage detected with the link is consistent with the link being pulled excessively hard during removal. The device was received with the knot formed and posterior cuff attached to the needle tip; this finding indicates that both cuffs were captured initially during deployment. The breakage of the link distal of the anterior cuff indicates the cuff is most likely attached to anterior needle tip, which was not returned. A link break can be influenced by, but is not limited to: manufacturing, excessive force during plunger removal, jerky motion or a side wall stick, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). Gently removing the plunger during the first 2 cm can reduce the link breakage. To assure that all products perform according to specifications they are subject to inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The report that the closure site was mildly calcified and moderately scarred may have been a contributing factor in the event. It should be noted that the instructions for use under special patient population states: the safety and effectiveness of the proglide smc device has not been established, in patients with femoral artery calcium which is fluoroscopically visible at access site as reported in this case. It was also observed during the investigation that the lever was returned in the raised position with the foot in the opened position. During testing the lever could not be lowered. The device was disassembled to inspect the actuator wire and it was found bent at the proximal end. This finding indicates that the foot may have encountered high resistance during closing the foot (step #4). This type of damage is caused when the device is deployed in challenging anatomy. During lowering the lever to close the foot (step #4) when tissue, calcified, scarred or other material becomes trapped between the foot and the body of the device, the material creates high resistance and may lead to bending, breakage or movement of the foot position on the device. A review of the finished product lot history record for this product did not reveal any manufacturing related nonconforming material records relevant to this event. Based on the analysis of the device and the reported information the probable cause for the link break and subsequent failure to achieve hemostasis with this device was related to operational context during use. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.